Event description:
It was reported to philips that the device was unable to charge. There was no patient involvement.

Manufacturer narrative:
The manufacturer's authorized field service engineer (fse), evaluated the device. And confirmed, the reported problem. Upon conclusion of the evaluation. It was determined, that this was a malfunction of the battery. The replacement for, which the customer declined service. The device remains at the customer site. And no further evaluation is warranted at this time.